Event description:
The pt started to show signs of a localized site infection one week after the pt's pump was implanted. The pt was admitted to the hospital on (B) (6) 2010 due to the infection becoming worse. The pt's spinal pocket was reported to be "gaping" with the catheter being visible. The device system was explanted the next day. An infectious disease physician followed the pt and stated that the cultures grew positive "(B) (6)". The pt was discharged home two days later on IV antibiotic therapy, with weekly outpatient lab work to be done and continued follow-up by both the pain physician and the infectious disease physician. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).